Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2017. The patient was discharged on (B)(6) 2017. Three follow-ups were performed 1 to 3, 6 and 12 months post-implant on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018 without any adverse event. On (B)(6) 2018, the patient's cardiac medication was changed with initiation of antiarrhythmics. It was reported that the patient died on (B)(6) 2019 from an unknown cause. Therefore, the relation between the death and the crt-d could not be determined by the site. Preliminary analysis did not reveal any anomaly.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2017. The patient was discharged on (B)(6) 2017. Three follow-ups were performed 1 to 3, 6 and 12 months post-implant on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018 without any adverse event. On (B)(6) 2018, the patient's cardiac medication was changed with initiation of antiarrhythmics. It was reported that the patient died on (B)(6) 2019 from an unknown cause. Therefore, the relation between the death and the crt-d could not be determined by the site. Preliminary analysis did not reveal any anomaly.